Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up, the right atrial (ra) lead exhibited undersensing with a small sinus p-wave and a slight increase in threshold. The ra lead was reprogrammed and remains in use. It was noted that the ra lead would be closely monitored. No patient complications have been reported as a result of this event.